Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to the objective lens glue being peeled off. The following information is stated in the instructions for use (IFU): ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during preparation for use for a diagnostic procedure, the evis exera iii gastrointestinal videoscope presented a blurry image. The intended procedure was completed with another evis exera iii gastrointestinal videoscope with no impact on the procedure. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The screen was foggy/blurry, unable to see anything. The biopsy channel had a scrape and tea and was leaking. The second dunk test was unable to be performed. The plastic distal end cover had minor scratches and dents. The objective lens and light guide lens had old glue. The bending section cover glue was cracked and sharp. The customer label on the control body had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.